Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824r, lot/serial #: (B)(6) ; product ID: 9735825r , lot/serial #:(B)(6) ; product ID: 9735997 , lot/serial #: unknown h3) the em interface was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. As reported, the lemo connector was slightly out of round, rendering it unable to mate with the controller. They were not able to proceed with further analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the electromagnetic localizer interface unit was replaced as the connection was noted to be poor. The navigation system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: 9735825ent, serial/lot #: unk, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used prior to a functional endoscopic sinus surgery (fess). It was reported that there were issues with the electromagnetic localizer connection. It was reported that the connection issues occurred when attempting to detect the non-invasive patient tracker (nipt) with the emitter. There was no patient present when this issue was identified. Additional information was received. It was reported that the patient was in the operating room (or) and on the bed. However, the nipt had not been placed in contact with the patient.

Event description:
Additional information was received stating that it was confirmed with the manufacturer representative who detected the issue that the problem was found before entering the operating room while setting up the system. They were preparing and checking the system to use it in a surgery, but no patient was involved and no delay in any surgery occurred.

Manufacturer narrative:
Continuation of d11: other relevant device(s) are: product ID: 9735825ent, lot/serial #: (B)(6). (Ref) h2) additional information was added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.